Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic the patient experienced skin inflammation and overgrowth at the abutment site. Subsequently the inflammation was treated with a topical antibiotic (date not reported). The patient is being clinically managed.